Event description:
Continuous pain at and around incision site. Periodic severe sharp pains that radiate to left hip and buttocks with radiating pain to right leg, protrusion of hardware preventing him from lying supine without pain, severe pain with changes in temperature due to rods and screws getting hot or cold, decreased flexibility, difficult to stand or sit for long periods of time without pain.